Event description:
As reported by the user facility: needlestick injury reported. Occurred in the ems by paramedic. Patient combative during transport and in process the paramedic was stuck by needle. The safety clip was claimed to be activated. The patient then caused movement and the paramedic received a needle stick injury. At that time, the clip was missing/broken off. The combative patient was known to have (B)(6). The paramedic received the (B)(6) test. An internal hospital report was filed.

Manufacturer narrative:
(B)(4). B.braun (B)(4) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The actual device in the reported incident was not returned for evaluation. Without the actual sample or lot number a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility report did indicate that the product performed as intended and the safety clip properly deployed/activated. Based on the information in the facility's report, it appears the clip disengaged/broke-off when the combative patient caused the movement. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.